Manufacturer narrative:
The subject device was not sent to olympus for evaluation. An olympus field service engineer (fse) evaluated the automated endoscope reprocessor (aer) onsite and found the aer correctly disinfected endoscopes when everything was connected correctly. If the endoscope was brushed in the sink before placing it in the aer, no substance would remain in the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported some secretions came out of the endoscope after reprocessing. The endoscope was used on a patient in the morning, manually cleaned, and processed in the automated endoscope reprocessor (aer). The physician was planning to use the endoscope on another patient later in the morning but changed her mind and the endoscope was returned to storage. In the afternoon, the doctor planned to use the endoscope on another patient but noticed it was dirty and a substance came out of the biopsy channel. The endoscope was again reprocessed in the aer and found to be clean. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. It is likely that the device had not been reprocessed at the time of the event. The event can be detected/prevented by following the reprocessing procedure described in the reprocessing manual chapter 4 reprocessing workflow for endoscopes and accessories in the instructions for use. Olympus will continue to monitor field performance for this device.